Manufacturer narrative:
The instrument was returned and evaluated by engineering. Instrument was driven on system and moved intuitively with full range of motion in all directions. Grips opened and closed properly. Instrument is functionally acceptable. The alleged failure could not be duplicated. Engineering also observed the distal end of the instrument main tube had a 6" long section directly above the proximal clevis with material removed all around the tube. Damaged area is parallel to tube axis and has a rough surface finish. There is also a 2" long section above the midpoint of the tube with light material removal. Wear pattern in both cases is similar to cannula related tube abrasions. The position of the damaged area above the main tube suggests damage from the internal bowl-tube transition of a cannula. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that the maryland bipolar forceps instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.